Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, separated broken on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified; sharp broken on posterior, striated broken on anterior and missing (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp pattern on posterior of broken assessed as an unidentified (tear) opening. A striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, b.6, d.1. D.2., d.4., d.7, g.3, g.5., h.4., h.6.

Event description:
The device has been explanted.